Manufacturer narrative:
Other relevant device(s) are: product ID: 748251, serial/lot #: (B)(4), ubd: 10-mar-2012, UDI#: (B)(4) ; product ID: 748251, serial/lot #: (B)(4), ubd: 05-mar-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had swelling and redness around the implantable neurostimulator (ins) site, which was consistent with an infection. No factors were known to have led or contributed to the issue. No diagnostics/troubleshooting was performed. The surgeon explanted the ins and partial extensions. The issue was resolved at the time of the report.